Event description:
It was reported that the customer's pump screen was dark and would not turn on despite several attempts to troubleshoot the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to use multiple troubleshooting steps, which were unsuccessful, confirmed that the pump needed replacement, and dispatched a new pump with updated software. The customer was advised to revert to multiple daily injections for insulin delivery until the replacement arrives and was informed about the necessary procedures for returning the malfunctioning pump. Training for the new pump will be available through the customer's tandem source account, and the customer acknowledged all instructions provided.